Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-08230. It was reported the patient underwent surgical intervention on (B)(6) 2019 to address the pain at the ipg site. During the procedure it was noted the patient's lead had eroded into the skin. This ipg was moved to a new pocket site resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08230.